Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was experiencing issues with an inflatable penile prosthesis (ipp). During follow-up in office, the physician tried to pump the implant and the device did not work; fluid loss was suspected and a surgery was scheduled. During surgery, the pump had just a small amount of fluid. The source of the fluid loss was a tear in the right cylinder and it was said that there was a hole somewhere. The device was removed and replaced with a tactra device. There were no patient complications.